Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked lipids from ¿port 2¿. The was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 10, 2021 to november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.